Event description:
Reportedly, the generator gave a complete seal cycle tone but when the tissue was cut the artery had not been sealed. The patient lost 500cc's. The patient is in stable condition and there has been no report of further complication. It was a lap nissen procedure and the surgeon is an experienced user of the ligasure system.